Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged difficulty breathing/short of breath and that the device was noisy and not working properly. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath and that the device was noisy and not working properly. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top enclosure and inside the ui panel. Liquid ingress with mineral deposits were observed on the blower, inside the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. Observed liquid ingress with mineral deposits inside the blower which will cause the device to be noisy and not have correct air pressure. The blower would not run due to the mineral deposits inside the blower. Section d4 unique identifier (UDI) was captured incorrectly in the previous report. It has been corrected in this report.  In this report, section d9, g3, h3, h6 has been updated.